Manufacturer narrative:
Patient required a revision surgery to correct a potentially backed-out driver lead. Lead retraction not confirmed, but conservatively reported out of caution. The patient's hearing was restored after the sp was replaced. MFR records were reviewed on 13-may-2025. No issues were observed.

Event description:
Envoy medical corp. (Emc) was notified on 25-apr-2025 that the patient had undergone a revision on (B)(6) 2025 to address limited benefit from the device and intermittency following a routine battery change on (B)(6) 2025. During the revision, the surgeon noted that the driver lead may have been partially inserted in the header port. Lead retraction not confirmed, but conservatively reported out of caution. Surgeon replaced the sound processor, and patient confirmed hearing shortly after surgery. Patient/clinical history with emc: on (B)(6) 2011: implant, on (B)(6) 2011: activation, on (B)(6) 2012: fitting, on (B)(6) 2012: enhancement, on (B)(6) 2012: fitting, on (B)(6) 2012: analysis, on (B)(6) 2012: fitting, on (B)(6) 2013: fitting, on (B)(6) 2013: fitting, on (B)(6) 2015: fitting, on (B)(6) 2016: battery change, on (B)(6) 2016: fitting and remote support, on (B)(6) 2018: fitting and remote support, on (B)(6) 2021: battery change, on (B)(6) 2023: fitting, on (B)(6) 2025: battery change, on (B)(6) 2025: post-battery change/pre-op testing, on (B)(6) 2025: revision.